Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type programmer, patient. Product ID: 37092, serial#: unknown implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that there was poor communication with the patient programmer. The patient noted the external antenna connector was bent. The patient tried interrogating using the programmer directly but was unable to. The patient reported difficulty getting the patient programmer in position. The patient planned to attempt troubleshooting with a caregiver. Additional information received stated that the patient was still experiencing poor comm. The patient needed to make an adjustment because her sciatica was elevated, and the patient wanted to increase stimulation. The patient reported she was being shocked every few minutes and had "whiplash." It was reviewed that the ins could be turned off with the recharger until therapy could be adjusted, but the patient stated she needs the ins to function. The patient stated she needed a replacement quickly so a manufacturer¿s representative (rep) was found who could meet with the patient that day. Patient was issued a new patient programmer . There were no reported complications and no further complications were expected. Patient was implanted for postlaminectomy pain and multiple back operations.